Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the evis exera iii colonovideoscope had a white residue inside air water channel and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 02aug2024.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.